Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch test strips were drawing the blood sample in slower than usual. On (B)(6) 2012 the technical support representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date, the patient claimed that he obtained the blood glucose reading of 8.0 mmol/l on the reported meter, and that the test strip used drew the blood sample into the testing chamber more slowly than other test strips. The patient noted his usual blood glucose reading at that time of day was 5.0 to 5.2 mmol/l. The patient took an increased dose of insulin based on this elevated reading, 15.0 or 16.0 units actrapid insulin. The patient noted he usually takes 10.0 to 12.0 units actrapid insulin at that time of day. Fifteen minutes afterwards, the patient experienced the symptoms of sweating and dizziness, and he felt low. The patient did not test his blood glucose level while symptomatic. The patient administered self-treatment by consuming dextrose, and felt better afterwards. He did not seek any medical attention. The patient manages his diabetes with actrapid insulin taken on a sliding scale, and lantus insulin 12.0 units daily. Earlier on the day of this event, the patient had taken his usual meals and medications. The issue was not resolved with troubleshooting. The test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received treatment with glucose to alleviate his symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
(B)(4) - device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) on the same day with the following findings: the test strips passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.